Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery while preparing the table the dermatome would power on and then, stop working. No harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the motor speed was high. The motor was replaced and resolved the issues related to the reported complaint. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.